Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(6) 2010. A visual inspection revealed that the inflation valve was extended halfway out of the tubing. Based upon the received condition of the device, the reported failure "short port btt inflation valve popped out" is confirmed. A lot history record review was performed for the lot and it was found that there were no non-conformities related to the reported failure mode. This is currently being investigated in our CAPA process. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 short port btt inflation valve popped out. A replacement unit from an accessory kit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.